Event description:
Reported as "pump shut down" while in use on a patient in their room. The issue was resolved by powering the pump back on "within seconds". The user endorsed that they did not see any power related alarms prior to the pump shutting down. The user could not confirm if the pump was plugged into wall power when the event occurred. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "pump shut down" is not able to be confirmed. The product was not returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Other remarks: n/a. Corrected data: n/a.

Event description:
Reported as "pump shut down" while in use on a patient in their room. The issue was resolved by powering the pump back on "within seconds". The user endorsed that they did not see any power related alarms prior to the pump shutting down. The user could not confirm if the pump was plugged into wall power when the event occurred. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.